Manufacturer narrative:
A4: the patients weight was obtained from baseline data. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported death cannot be determined. Additionally, the reported patient effect of death is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being conservatively filed as a death. Crd_1002 - expand g4 phase 1 and phase 2 study. Patient ID:(B)(6). It was reported that on (B)(6) 2021, the patent presented with functional mitral regurgitation (mr) with a wide jet. One mitraclip (cds0701-xtw, 10423r136) was implanted, reducing the mr to grade 1+. There was no device deficiency. On (B)(6) 2023, the patient had passed away. Per physician, the event was unknown if device related, and additional details are not available. There was no device malfunction. There was no death certificate.